Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported unstable cap appears to be related to the cracked lever cap; however, without the device, the investigation was unable to identify a definitive cause for the crack. It is possible that there were forces applied to the cap/luer by the user during preparation (turning of the cap) which contributed to the crack; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unstable cap. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During device preparation of the ntr clip delivery system (cds), the lock lever cap was turned half a turn to de-air it, but the cap would not close. After the cap was removed, a crack inside the cap was noted and the cap would not go back onto the lock lever port. There was no patient involvement. Another cds was successfully used to complete the procedure. There was no additional information provided.